Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected battery out of limit alarm noted. No unexpected numbers ramping noted and passed self-test. The pump was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage, unresponsive keypad, damage, and alarmed battery out limit. The customer's blood glucose reading was 71 mg/dl. Mother stated the insulin pump was placed in the washing machine. The numbers on their keypad were ramping without pressing the buttons. The insulin pump alarmed battery out when they change the battery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.